Manufacturer narrative:
The event of lead revision was reported to abbott. The patient didn't receive therapy in the appropriate areas with the original lead. The original lead was disconnected from the ipg and the new lead was connected to the original ipg. Therapy was restored post operatively. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The event date is estimated.

Event description:
It was reported the patient experienced ineffective therapy with the implanted lead. As a result, surgical intervention was undertaken on (B)(6) 2021, wherein a new lead was implanted below the original lead. The original lead remains implanted but disconnected from the ipg. Effective therapy was established with the new lead.